Event description:
It was reported that during an unknown procedure, the surgeon found that when he pressed the release button, the closing jaw and firing jaw could not be opened. The staples and the scalpel did not come out. The surgeon switched to an open stapler to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Firing trigger teeth. The analysis results found that the (B)(4) device was returned with the firing and clamping mechanisms damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and pinion axel support were found damaged. While no conclusion could be reached what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis.